Event description:
A report was received from (B)(6) with information stating that during pt use, the ventilator shut down. The alarms alerted the nurses who had come to replace the fan. The pt was transferred to a second ventilator. It was reported the pt did not experience harm or injury.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the proportional solenoid valve (psol) and the central processing unit (cpu), breath delivery unit (bdu). The unit passed extended self-testing. (B)(4).